Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 53 months ago. Aneurysm size and vessel morphology from the time of implant were not reported. It was reported that the pt came in for a routine f/u and the CT demonstrated that the bifurcated stent graft has migrated with a type I endoleak present. The cause of the migration is due to disease progression resulting in aortic neck dilatation. The physician elected to implant an aneurx aortic cuff and successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results: migration, endoleak. Disease progression and aortic neck dilatation. Conclusion: disease progression and aortic neck dilatation.